Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The unspecified tubing set was being used to deliver an unspecified medication. It was reported that after the pt was transferred to the pediatric unit from an unspecified unit, the nurse noted an unspecified volume of blood loss from the clave y-site. It was reported that the silicone sleeve of the clave y-site was missing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).